Manufacturer narrative:
Event was reported by the pt directly to coopervision. This is being reported as an unconfirmed eye infection. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn.

Event description:
Pt was wearing avaira toric (enfilcon a) contact lenses. Pt experienced some "issues" and went to the hospital. Pt was diagnosed with an eye infection and given antibiotics. Pt could not wear contact lenses for two weeks. Attempts by coopervision to receive additional information regarding this incident have been unsuccessful to date. Current ocular status of the pt is not known.